Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same patient as MDR ID 2134265-2016-11488. It was reported that the patient died. In (B)(6) 2012, elective pci was performed for asymptomatic ischemia. The 90% stenosed, 3.0mmx38mm, target lesion was located in the moderately tortuous and severely calcified cass #002. Following predilation, 3.0x20mm promus element drug eluting stent (des) and a 3.0x28mm promus element des were implanted. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on the same date. In (B)(6) 2013, coronary restenosis was confirmed and treated with pci. The issue was resolved the same day. In (B)(6) 2016, the patient died. No further information is available regarding the patient's death.